Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the insulin pump to suspend. The customer indicated that the sensor glucose was 66 mg/dl and blood glucose was 166 mg/dl. During troubleshooting the customer was advised on proper sensor calibration protocol. The product will not be returned.